Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx2¿.

Event description:
The patient was initially implanted with a bifurcated stent graft, a infrarenal stent graft extension and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, during a routine follow up patient was identified with a type 1 endoleak with migration. The physician elected to treat with (2) infrarenal stent graft extensions. Endoleak was resolved and patient is doing well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported type 1 endoleak was identified as a type 1a endoleak. The suprarenal extension caudal migration of unknown distance and secondary endovascular procedure were also confirmed. These events are most likely user related due to the off label - neck anatomy (proximal and distal neck measurements are outside the IFU) and the off label - concomitant use with products outside the IFU (implanting ovation extender and bilateral renal artery stents). Procedure related harms for this complaint could not be determined. The final patient status was reported being stable. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b5: describe event or problem has been updated; d1: brand name has been updated; d2: product description has been updated; d2: common device name has been updated; d4: model number has been updated; d4: lot # has been updated; d4: expiration date has been updated; d4: unique identifier (UDI) #; e1: initial reporter, name and address; h4: device manufacture date has been updated; h6: device code: remove code 3190; h6: result code: remove code 3233; h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft, a infrarenal stent graft extension and a suprarenal stent graft extensions to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, during a routine follow up patient was identified with a type 1 endoleak with migration. The physician elected to treat with (2) infrarenal stent graft extensions. Endoleak was resolved and patient is doing well. Updated information: the patient was initially implanted with a bifurcated stent graft, a infrarenal stent graft extension, a suprarenal stent graft extension, an ovation limb extender and bilateral renal artery stents (non -endologix) to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use due to the use of adjunctive devices not compatible with afx system per the IFU. The reported type 1 endoleak was identified to be a type 1a endoleak. During the re-intervention, the physician elected to perform a snorkel procedure with snorkel stent (non- endologix) with two (2) infrarenal stent graft extensions.